Event description:
It was reported that a new implantable cardioverter defibrillator (ICD) was implanted and the existing atrial lead was kept. During a follow-up check noise was noted on the atrial channel which could be reproduced with shoulder movement. A lead revision procedure was scheduled to check for a lead fracture or loose header connection. No problems with the lead connection or atrial lead itself could be identified during the procedure (lead tested, ICD and lead were manipulated in the pocket, connection was checked). However, there was further atrial noise detection later that same day. They will continue to monitor the patient and the lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a new implantable cardioverter defibrillator (ICD) was implanted and the existing atrial lead was kept. During a follow-up check noise was noted on the atrial channel which could be reproduced with shoulder movement. A lead revision procedure was scheduled to check for a lead fracture or loose header connection. No problems with the lead connection or atrial lead itself could be identified during the procedure (lead tested, ICD and lead were manipulated in the pocket, connection was checked). However, there was further atrial noise detection later that same day. They will continue to monitor the patient and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drg implantable cardioverter (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.